Manufacturer narrative:
(B)(4). Device manufacture date: the device was manufactured from 9/4/2015 to 9/9/2015.

Event description:
It was reported that the clinician was using the suspect device on (B)(6) and 9:10 pm. Upon activation of the device, the clinician went to dispose of the device and sustained a needle stick injury. The clinician was reported to be wearing gloves at the time of injury. Per the manager safety systems at the customer site, "the incident does not appear to have resulted a serious injury. The mater person is participating in our occupational health processes which we maintain as a healthcare provider. These processes include monitoring and follow up, and if their condition changes we will be in touch with you". Details regarding specific interventions were requested but the facility refused to provide any additional information.

Manufacturer narrative:
Device evaluation: a review of the device history record revealed no abnormalities during the manufacture of the reported lot number v7t98e6. An archival sample was tested was conducted for compliance. The product meets the requirements of specifications. Two unused lancets from the reported lot number were returned by the customer. No defects were observed in the lancets which could cause the defect under complaint. The lancets made a correct puncture through a pad of 1,1 mm imitating the minimum required penetrations depth. The defect under complaint was not confirmed in the archival sample and sample provided by the customer. Based on the above, the manufacturing site has decided not to undertake corrective actions related to this complaint. However, due to an increasing trend in the number of complaints for failure of the needle to retract, and more frequent and accidental needle sticks, it was determined that bd would issue an official CAPA for htl-strefa (B)(4). In relation to the retraction issue. Htl-strefa (B)(4). Undertook corrective actions, ref no (B)(4). The bd CAPA number is (B)(4). Based on the analysis of samples provided by the customer in relation to the previous complaints, it was determined that the main cause of the failure of the needle to retract is too long needle length from the molding of the complete needle. As of now, all planned actions under (B)(4) are completed and tightened control is conducted during final qc acceptance to evaluate effectiveness of the implemented actions.